Event description:
It was reported that for the past month while stimulation is on the patient had no stimulation sensation. All electrode pairs using 1 or 3 measured greater than 4,000 ohms for impedances. Electrodes 0 and 2 seemed to be okay and produce comfortable stimulation for the patient. The implantable neurostimulator was low. Stimulation seemed good to the patient after troubleshooting and programming around the high impedance electrodes. Coverage was reported as great. The patient used stimulation intermittently. There was no known accident or incident related to the symptoms, however the patient did workout and she was concerned about repetitive motion to the area. No patient injury was reported.

Manufacturer narrative:
Product ID 748910, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7434a, serial # (B)(4), implanted: (B)(6) 2005, product type programmer; product ID 3888, lot # j0564221v, implanted: (B)(6) 2005, product type lead. (B)(4).